Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up the right atrial was noted to be dislodged. The lead was repositioned successfully, the patient was asymptomatic and in stable condition during and post procedure.